Manufacturer narrative:
An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: percutaneous transluminal coronary angioplasty (ptca) performed on the left common femoral artery (lcfa). Additional information on 15nov2022, during a tavr procedure on the (B)(6) 2022, ultrasound and micropuncture kit were utilized to gain access in the lcfa. There were no issues advancing the procedureal sheath. Protamine was administered intravenously during the procedure. Post procedure imaging verified left femoral artery stenosis. Ptca was performed to resolve the occlusion.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 14f manta was deployed for closure in the left common femoral artery. Access was gained utilizing ultrasound and micropuncture. No issues were encountered delivering the procedural sheaths. Following deployment, a post-angiogram verified stenosis in the left femoral artery. Balloon angioplasty was applied with good result. Dissections are a common event in large bore procedures. It is inconclusive if the dissection was caused during the procedure, or by the manta closure device. There is believed to be no device failure. Balloon inflation used to achieve a quicker time to hemostasis is a clinically accepted therapy and does not indicate device failure. The manta instructions for use precautions if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis.